Event description:
It was reported a loosening of the screw at tooth site 26. Screw was placed on (B)(6) 2020. Screw was removed and procedure was completed with another screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. E1: reporter name: unknown / not provided. E1: email address: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3. Manufacturer email address. D9: device availability. D10. Concomitant medical products. Iuniht, certain titanium hexed screw lot unk. G1. Contact office name and email address. G1. Contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Additional information was obtained on 06-nov-2025 regarding the inspection findings of the returned iuniht screw. The clinician wasn¿t sure which product was sent back for evaluation. Zimvie did not receive one (1) iunihg, (certain gold-tite tm hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: functional: loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported a loosening of the screw at tooth site 26. Screw was placed on (B)(6) 2020. Screw was removed and procedure was completed with another screw. Additional information was obtained on 06-nov-2025 regarding the inspection findings of the returned iuniht screw. The clinician wasn¿t sure which product was sent back for evaluation.